Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 3 months and 17 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii and bone graft was placed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 3 months and 17 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii.